Event description:
It was reported that patient had hip pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 34565102; restoration adm. Cup w/ha, cat# 1235-2-461, lot# g1843866; restoration adm x 3 ins 28/46, cat# 1236-2-846, lot# 34568201; 28mm std lfit v40 head, cat# 6260-9-128, lot# 35522005. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) will be requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.